Event description:
It was reported that prior to a procedure a chip was found in the ring where an attachment enters the handpiece. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition was confirmed. Based on the investigation details, the rotary front end assembly was replaced along with other components.